Event description:
Product complaint rec'd from fmc clinic. As reported "blood leak in reprocessed dialyzer". Estimated blood loss 145 cc's with no medical intervention required. MDR to be filed due to the blood loss reported. Pt was stable. Complaint sample is available for eval.